Manufacturer narrative:
The product is not being returned for evaluation, instead pictures were provided of the damaged product. Upon evaluating the pictures, there was extreme damage to electrode with warping on the corner post that holds the wire in place. The wire was snapped directly at the corner post. Root cause has been determined to be extreme force during use of the electrode. This is the only complaint that has been received for this issue with over (B)(4) in sales since 2016. This is an isolated event and no further actions are necessary. This can be seen as the final report. If additional information is received that alleges any additional patient involvement or the need for corrective actions, a follow up report will be submitted.

Event description:
During leep procedure the reusable loop electrode broke while using it to take a biopsy. As a result it took longer than usual to obtain the biopsy for the patient. There was no patient harm.